Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed all the conductor coils were fractured. The high voltage cable was fractured at approximately 10 millimeter and 94 mm, the proximal sensing electrode at 16mm, and distal electrode cable at approximately 94 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that there was an untreated episode stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Technical services (ts) was consulted and upon review found atrial fibrillation (af) episodes stored due to oversensing noise along with the presenting s-ECG. Ts discussed possible causes and troubleshooting techniques including obtaining an x-ray. The s-ICD and electrode remain in service and no adverse effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed all the conductor coils were fractured. The high voltage cable was fractured at approximately 10 millimeter and 94 mm, the proximal sensing electrode at 16mm, and distal electrode cable at approximately 94 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. This report is being filed to correct d6b explant date and b5 describe event or problem due to information inadvertently left off last report.

Event description:
It was reported that there was an untreated episode stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Technical services (ts) was consulted and upon review found atrial fibrillation (af) episodes stored due to oversensing noise along with the presenting s-ECG. Ts discussed possible causes and troubleshooting techniques including obtaining an x-ray. The s-ICD and electrode remain in service and no adverse effects were reported. The device was explanted several months later with no further allegations. The device was returned for analysis.